Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver wire was about to break. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to found to have a frayed grip cable at the distal end on the grip hub. Some bundles/filaments of the cable were frayed but the cable is not fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint regarding [add complaint details] was confirmed by failure analysis. Common causes are attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.